Event description:
It was reported that during a ptca/stent procedure, upon advancing the stent, it hung up in the acute bend, proximal to the pre-dilated area. The stent was removed to perform add'l dilatation, however, the stent was not on the stent delivery system (sds). The stent was left behind in the vessel just proximal to the bend. An attempt as made to retrieve the stent with a balloon catheter, with no success. The pt was taken for emergency bypass surgery. Reportedly. The pt is fine and recovery is normal.